Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose of 507 mg/dl and would like to troubleshoot pump to see if it is working. Blood glucose at the time of call was 519 mg/dl. Troubleshooting found that drive support cap, basal settings, and time and date programming were normal and functioning fine. Customer indicated that there were large air bubbles in the reservoir and the cannula was slightly bent. The customer was advised to change entire set and reservoir and treat per doctor's instruction. Customer wanted to perform a high pressure test but did not have a clamp. He will call back when clamp received to perform the test. Customer was also advised to monitor pump and follow up with doctor regarding high blood glucose.